Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 168 cm., body mass index (bmi) 22.0 kg/m2.

Event description:
A patient in a study underwent a da vinci assisted supracervical hysterectomy with cervicopexy and colporrhaphy surgical procedure. Seven days after the surgical procedure, the patient reported weeping wounds from three of the da vinci points, which was described as a wound healing disorder. Fifteen days later, the patient presented at the family doctor's office with weeping wounds. Regular wound care with dressings is being provided. A wound swab showed no abnormalities and blood tests revealed no elevated c-reactive protein(crp); therefore, antibiotics were not administered. Wound care will continue until the outcome is satisfactory. The event is ongoing. The index procedure was completed without any reported intra-operative complications and no da vinci device malfunctions. Discharge to home occurred three days after the index procedure. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade I, possibly related to the study procedure, possibly related to the da vinci investigational device, but not related to the patient's underlying disease status and not related to a third-party device.